Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: jtcvs tech. 2025 may 16; 32:152-156. Https://doi.org/10.1016/j.xjtc.2025.04.027. Pmid: 40814688; pmcid: pmc12348335.

Event description:
Title: diaphragmatic paralysis after cardiac surgery in children: long-term results of a simple thoracoscopic diaphragmatic plication technique. The aim of this retrospective review was to be studied the efficacy and safety of a minimally invasive diaphragmatic plication technique. Between 2011 and 2020, a total of 45 patients underwent thoracoscopic plication after cardiac surgery were included in the study. Consists of 28 male and 17 female. 25 were aged 1 month or less (55.5%). Eleven patients underwent operation in sevilla, and 34 patients underwent operation at hospital infantil universitario gregorio marañon, calle de o¿donne . With the median age of 39.5 plus or minus 28 days (range, 8 days to 13 years). The used of 3-0 polypropylene suture (prolene) was then threaded through the epidural needle into the chest. The mean follow-up period was 63.8 plus or minus 34 months. Reported complications: 3-0 prolene suture (ethicon). Had chylothorax and drained during surgery (n=8). Treatment: not provided- accidental punctures (n=2). Treatment: not provided- intraoperative persistent pneumothorax (n=12). Treatment: required chest drains and removed on postoperative days 1 to 5. Presented transient hemodynamic instability during the procedure (n=1). Treatment: not provided. Postoperative severe pneumothorax (n=2) and persistent effusion (n=1). Treatment: required a second chest tube for a mean of 3.6 plus or minus 2 days (0-6). In conclusions, the needle thoracoscopic diaphragmatic plication technique is simple and associated with low recurrence and complication rates. It is considered the technique of choice for newborns and infants, with favorable long-term results.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - additional information was received and it was reported that the event is not related to the device. Therefore, this medwatch report is being voided.